Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a continuous glucose reading trending down to 69 mg/dl and a confirmatory fingerstick of 65 mg/dl, after which the user ingested oral glucose and later additional carbohydrates. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery to an in-range value of 94 mg/dl without the need for emergency care or hospitalization. Investigation included customer support review and data synchronization for visibility. Investigation of this case revealed that glucose normalized after oral carbohydrate intake and use of soda, crackers, and peanut butter. It was concluded that the event was consistent with hypoglycemia of unclear cause with resolution following standard treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.